Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6).

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had a system error prompt appear when powering on. There was no patient involvement or harm reported. The customer reported that after the issue was discovered, it was reported to the equipment department for repair. Since the hospital outsources maintenance to a third-party service company, the clinical department is not aware of the specific repair details. The fault has been resolved and the third-party company refused to provide any information.